Manufacturer narrative:
The report of autoreducing was not confirmed. Analysis of the returned lead extension a found that it had minor damage, the nitinol was broken. Despite this minor damage, lead extension a passed output resistance and inter-channel continuity testing, and there were no other anomalies that would have existed prior to explant that would have contributed to the allegation.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17336. It was reported one of the patients extensions displayed high impedance. As a result, surgical intervention may be pending to address the issue. Note: both leads are being reported as it is unknown which lead is affected.

Event description:
It was reported surgical intervention was undertaken wherein the extensions were explanted and replaced resolving the issue.